Manufacturer narrative:
The hospital retained this device following explant. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) noise, oversensing and inappropriate anti-tachycardia pacing (atp). The noise was reproducible. A surgical revision was performed and the device system was explanted and replaced. The rv lead had not been tested via the pacing system analyzer (psa) during the revision. No additional adverse patient effects were reported.